Event description:
On (B)(6) 2023, it was reported by a sales representative via sems that an ar-9236-03 pegged glenoids central peg in the device broke off. This occurred during a procedure, another device was used to complete the case. There was no patient effect reported. There was no additional information provided, additional information has been requested.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to user-applied mechanical forces during insertion/extraction of the trial.